Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. No injury or medical intervention was reported.